Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2019-024061.section b. Box 2. Outcomes attributed to adverse event.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod packing coil (pod pc), a pod6, and a lantern delivery microcatheter (lantern). During the procedure, a pod6 was successfully implanted into the target vessel using the lantern. Next, upon advancement of a pod pc, the physician encountered resistance. During implantation of the pod pc, when approximately ten centimeters of the coil was advanced into the target vessel, it unintentionally detached. While attempting to recapture the detached coil the physician encountered resistance. However, part of the pod pc was able to be snared out of the body and a stent device was used to exclude the remaining coil that could not be removed. The physician then decided to end the procedure since the initial pod6 had successfully occluded the target vessel. There was no report of an adverse effect to the patient.